Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician noticed that one side of the internal bumper, from the initially placed device, was missing. The complainant indicated that a silicone piece, which seemed to be one side of the internal bumper, had been excreted by the patient. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a gastrostomy procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician noticed that one side of the internal bumper, from the initially placed device, was missing. The complainant indicated that a silicone piece, which seemed to be one side of the internal bumper, had been excreted by the patient. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found residue was present on the device to indicate use. The c-clamp was in closed position. Both y-connector ports were closed. External bolster was found to be 1.5cm proximal the 15cm marking on catheter and inner wall was slightly inverted. Internal bolster partially torn off and not returned. Remainder of attached internal bolster slightly detached on proximal side. Obturator anchor pocket intact. The returned unit was consistent with the complaint incident that the bolster detached/separated. During the physical evaluation it was found that the inner wall of the external bolster had been slightly inverted which most likely occurred during removal as physician grasped the device at or near the external bolster. During the physical evaluation it was also found that the internal bolster had been partially separated and detached portion was not returned. Portion of bolster remaining was slightly detached from tubing. It most likely detached due to excessive force being used during removal of the device. Therefore, the most probable root cause is operational context. (B)(4).

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)